Event description:
After implantation of a 26 sapien valve via transfemoral approach, central aortic regurgitation (ar) was noted, requiring deployment of a second valve. The native aortic annular diameter was 21mm by tte and 20.5mm x 27.7mm by CT, with an area of 452. The valve was moderately calcified and the aortic root was mildly calcified. The coaxial alignment of the valve and delivery system was reported as good, as was the image intensifier angle. The patient¿s ejection fraction was 25-30%. The valve was positioned and deployed 50/50 to the native annulus. Post deployment there was 1-2+ central ar. The wire was pulled and there was still the same ar jet. All three leaflets were moving according to tee. It was believed that the patient would be unable to thrive with the amount of ar due to low ejection fraction; therefore the second valve was deployed.

Manufacturer narrative:
Per the instructions for use, central valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the central regurgitation could not be confirmed. The positioning of the valve was reported to be appropriate, and all three leaflets were noted to be moving on tee. The physicians did not believe the patient would thrive with the amount of ar due to low ejection fraction; therefore the second valve was deployed and corrected the ar. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.